Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display or e13 alarm noted. Device passed a21 error test. No unexpected a21 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 452 mg/dl. The customer treated high blood glucose with insulin pump. The customer was not using the insulin pump within 48 hours of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the insulin pump had blank display. Display returned after cleaning the battery cap. Insulin pump had multiple insulin pump error alarms. The insulin pump will be returned for analysis.